Event description:
Healthcare professional reported" subpectoral bilateral mammary prosthesis, the right side shows irregular contour, radial folds, intraprosthetic septum, separation of the capsule-cover, with silicone in this situation, sign of the staircase. Signs of intracapsular rupture of the right prosthesis". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: crease observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Explanting physician reported right side device rupture diagnosed by ultrasound. The ultrasound also observed "radial folds" the device remains implanted and explant surgery is scheduled.

Event description:
Healthcare professional reported" subpectoral bilateral mammary prosthesis, the right side shows irregular contour, radial folds, intraprosthetic septum, separation of the capsule-cover, with silicone in this situation, sign of the staircase. Signs of intracapsular rupture of the right prosthesis". Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported" subpectoral bilateral mammary prosthesis, the right side shows irregular contour, radial folds, intraprostatic septum, separation of the capsule-cover, with silicone in this situation, sign of the staircase. Signs of intracapsular rupture of the right prosthesis". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Crease folding of implant: not observed no further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.